Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that customer had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer's mother stated that the customer was in car accident and they lost the previous pump listed on the account. The customer old insulin pump got lost during battery cap damage troubleshooting. The customer had been in rehab, a nursing home and they didn't use the pump. The customer came back home they got him back on a pump and that is the current device that he has.